Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement study procedure in the left ureter performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the tria ureteral stent was successfully placed in the left ureter under fluoroscopy. No issues were reported with the device during placement. Discharge medications included antibiotics and narcotic analgesics (opioids). On (B)(6) 2022, the patient experienced mild urinary tract infection possibly related to the stent removal procedure. Augmentin medication was given to the patient. The adverse event was reported to be resolve on (B)(6) 2022. The relationship between the device and the adverse event was reportedly to be possibly related and the relationship between the procedure and the adverse event was reportedly to be possibly related there were no new device implanted.

Manufacturer narrative:
Study: u0652 double-j registry clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.